Manufacturer narrative:
The log file of the affected device and the affected mixer cartridge air and pressure sensor were provided for the investigation. Based on the log entries it could be seen that the device performed four consecutive warmstarts and continued ventilation after until it was switched off by the user nine minutes later. The logged error codes indicate a problem with the mixer cartridge air. Hardware analysis showed that the valve of the mixer cartridge constantly opened and closed due to an electronic fault. In case of this malfunction the device initiates a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. In the event of an unsuccessful warm start, an audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl displayed a "mixer inop" message. The patient was switched to another unit. There was no patient injury.